Manufacturer narrative:
(B)(4). A maquet service technician serviced the unit's cardiohelp sensor panel with defective capacitor and retrofitted with new sensor panel (serial number (B)(4)). (B)(4).

Event description:
On (B)(6) 2013, (B)(6) reported cardiohelp-I unit (article number 701048012; serial number (B)(4)) shutdown when unit was switched from ac power to dc power (battery). Unit would re-start if re-connected to ac power. Unit was being setup and primed prior to patient use when issue occurred. (B)(4).